Event description:
Customer called to report a hospitalization due to high blood glucose. Customer believes her insulin pump stopped working. Customer's current blood glucose reading is 219 mg/dl. The customer has treated for high blood glucose with insulin pens. Customer stated at time of hospitalization the blood glucose reading was 369 mg/dl. Customer was treated with insulin pens at hospital. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. Cannula is bent. Discussed the possibility of scar tissue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.